Manufacturer narrative:
A field service engineer (fse) went on-site and secured the rinse cup to air cylinder, thoroughly cleaned the probe wipe assembly and verified proper operation. The root cause was due to a detachment of the backwash cup from the air cylinder.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the coulter lh750 hematology analyzer had a leak in the area of the secondary probe. It appears that the backwash cup detached from the air cylinder and failed to line up on the probe during backwash causing a leak into the drip tray. There was no death, injury or exposure to open wounds or mucous membranes and no one sought medical attention.